Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was inappropriately shocked during an unrelated procedure. It was noted that the magnet was over the device for the entire procedure. The egms show a magnet reversion immediately after the shock. The patient is stable and was under anesthesia at the time.